Event description:
It was reporter that during a pre-use check, the customer noticed the connector was not fixed to the breathing bag with tape. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and pictures were received for evaluation. Visual and functional testing were performed. Failure mode reported in the pictures can be confirmed, connector was not attached to the breathing bag with tape. The sample was visually inspected at a distance of 12" under normal lighting to received unit. After visual inspection was performed it can be observed that connector was not attached to the breathing bag with tape; failure mode reported was confirmed. The root cause of the reported issue was found to be that procedure was not followed, operator dependent methodology. The actions that were taken was that a trend analysis was performed also a complaint trend was verified. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.